Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer contacted customer care stating that she had changed her insulin cartridge and tubing and subsequently noticed insulin leakage. She reported that the insulin cartridge appeared to be empty and that her blood glucose levels were elevated. The customer was guided through the cartridge setup process and assisted with performing a new insulin cartridge change. She was advised to insert the insulin cartridge into the pump independently after completing a rewind and to connect the connector and tubing afterward. The customer indicated that she would allow the system to deliver insulin to bring her blood glucose levels down. The customer reported that blood glucose levels were affected during the event, with readings over 200 mg/dl for approximately one hour. She was using a continuous glucose monitoring system and did not administer any backup insulin therapy. No ketone testing was performed, and there was no report of recent steroid use, professional medical intervention, or additional assistance required. The customer reported no immediate health effects or symptoms during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.